Event description:
It was reported that when using the bd pyxis¿ es server it was inaccessible. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user could not sign into the pyxis es server. A technical support specialist stated that the customer reported an internal network problem on their side and the customer closed the case. The system functioned as intended after the customer resolved the issue